Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue and resumed insulin delivery, but ultimately reverted to an alternate method of insulin therapy. Customer's blood glucose was 296 mg/dl.